Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: the pump's black box showed no activity outside of normal use. The battery compartment was undamaged. The pump performed the prime steps with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump's time and date was changing on its own. This complaint is being reported because an unanticipated change in the pump's time settings can cause the pump's basal program to not deliver insulin at the expected rate. There was no serious injury associated with this complaint.